Event description:
On (B)(6) 2015, the hcp (healthcare professional) tried to interrogate the pump and was not able to. The hcp thought the battery was depleted. The low battery alarm had started occurring between august and (B)(6) 2014. The hcp pulled out 5 ml from the reservoir and they expected 1 ml, which also pointed towards the pump battery being depleted in the pump. Patient was doing fine and was taking oral baclofen. The pump was going to be replaced. The device system was delivering gablofen. The interventions and outcome were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2002, product type: catheter. Product ID: 8840, serial# unknown, product type: programmer. (B)(4).

Event description:
It was later reported that the patient experienced increasing lower extremity spasticity bilaterally. The cause of the event was multiple sclerosis, which was noted to be the patient¿s medical history. It was also indicated that the event was due to battery depletion. At the time of this report, the pump explant date was pending and the patient was to have a neurosurgical evaluation for replacement.